Event description:
It was reported in the journal of neurointerventional surgery the complication rates following stent assisted aneurysm treatment. The article refers to procedural, peri procedural and delayed complications during the study. During the procedural and peri procedural (<48 h) period the following events were reported: eleven major and eight minor strokes, two transient ischemic attacks (tias), five subarachnoid hemorrhages (sah), five deaths, six cranial neuropathies, four non-specific visual changes and one hypertensive encephalopathy. During the delayed (>48 h) complication period the following events were reported: two major and six minor strokes, seven tias, four parenchymal hematoma, four deaths, one non-specific visual changes, two progressive mass effects, two inflammations and one hydrocephalus. There is no clear relationship between the number of events versus the number of patients as 284 patients were included in the study with 302 aneurysms treated.

Manufacturer narrative:
(B)(4) - hydrocephalus. (B)(4) - anticipated procedural complication. The subject device(s) are unavailable; therefore, analysis cannot be performed. There is no indication from the investigation or information provided that the reported event is related to product specification nonconformance or misuse. There is also no indication that the neuroform(s) device malfunctioned. Neurological complications are known and anticipated to these types of procedures and are listed as such in the device dfu. As a result, a root cause classification of anticipated procedural complication has been assigned. Attachment: [2939204-2010-01018_hemorrhagic stroke_vol 2_fiorella.pdf].